Event description:
The customer reported that the unit is failing the pads portion of the opcheck and that there is a charge shock failure in status log.

Manufacturer narrative:
The customer reported that the unit is failing the pads portion of the opcheck and that there is a charge shock failure in status log. The unit was evaluated at philips, and the reported failure was verified. Replacement of the processor pca resolved this failure.